Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation after being used in the procedure, along with the crimper, crimp stop, sheath, loader tube (detached), loader cap (attached), bavc, and two atrion inflation devices. The devices were visually inspected. A bend was seen on the sheath shaft. No abnormalities observed on companion devices. There was a radial/longitudinal balloon burst confirmed, a full radial tear on the distal end of the inflation balloon, at the tapered length, and a partial radial tear on proximal end of working length of the inflation balloon. No other abnormalities observed on the delivery system. Due to the condition of the returned device and nature of the issue (balloon burst), no relevant functional testing of the delivery system could be performed. The crimper was functionally tested after attaching the returned crimp stop. The handle was able to be rotated, without any resistance or abnormalities, to all required positions. The aperture at each position was confirmed to be circular during rotation. The balloon single wall thickness was measured at three locations along both sides of the longitudinal tear for a total of six measurements. The same measurements were taken for the radial tear located in the middle of the inflation balloon. Measurements could not be taken on the complete radial tear because it is partially located on the tapered length of the distal end of the inflation balloon. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component. The balloon single wall thickness at all measured locations were within specification. The largest profile component on the delivery system during the procedure is the crimped valve. As the valve was deployed and the inflation balloon was returned ruptured, a no dimensional analysis for the delivery system was able to be performed. The sheath shaft inner diameter (ID) at the distal tip was measured. The ID at the sheath distal tip is the smallest area along the length of the sheath shaft and would thus be most representative of a dimensional non-conformance that could have contributed to insertion difficulty. The ID was found to meet the specification. A DHR review was performed for the components listed in the table below, since these components are the most relevant to this complaint event. Review of the work orders did not reveal any manufacturing-related non-conformance's that could have contributed to the reported event. No IFU/training manual deficiencies were identified. Review of lot history for the related word order revealed similar complaints for ¿balloon burst¿ and no similar complaints for ¿delivery system ¿ insertion difficulty through sheath¿. A review of complaint history for the certitude delivery system ((B)(4)) all sizes and models for the past 12 months (july 2016 to june 2017) revealed similar returned complaints related to ¿balloon burst¿. A review of complaint history revealed that the occurrence rate for balloon - burst did not exceed the june 2017 control limits for the trend category ¿balloon burst¿. A review of complaint history for the certitude delivery system ((B)(4)) all sizes for the past 12 months (july 2016 to june 2017) revealed similar returned complaints related to ¿delivery system - insertion difficulty through sheath¿. A review of the complaint history revealed that the occurrence rates for delivery system - insertion difficulty through sheath did not exceed the june 2017 control limits for the trend category, ¿insertion difficulty through sheath¿. During balloon manufacturing, the balloon was inspected visually (heavy scratches, gel-spots, and fish eyes) and dimensionally for defects. Also, the balloon wall thickness was 100% inspected. During manufacturing, the delivery system underwent multiple 100% inspections. During the pleat and fold process, the inflation balloon was visually inspected for kinks, bends, scratches, and contamination. Delivery systems are 100% leak tested. The assembled delivery system was 100% inspected by both manufacturing and quality for balloon scratches, tears, and wrinkles. During product verification (pv) testing balloon burst pressure was tested. The lot was accepted as the calculated lower tolerance limit that was above the lower specification limit. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. During manufacturing, the delivery system undergoes 100% final visual inspection by both manufacturing and quality. These inspections during the manufacturing process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The complaint for balloon burst was confirmed based on device visual inspection. Review of the DHR, lot history, complaint history and manufacturing mitigation's did not reveal any manufacturing non-conformance's that would have contributed to the reported event. All dimensional measurements met specification. Available information suggests that patient factors (annular calcification) contributed to the reported event. A detailed root cause analysis for similar balloon burst complaints in returned devices has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product or manufacturing defect contributed to this type of event, including factors for why deployment of balloons on thv delivery systems and balloon catheters are subject to increased risk of burst in a calcified annulus. Analysis of these types of ruptures indicates that they are typically caused by interaction with calcium on the native aortic valve and/or annulus. The technical summary contains further details related to root cause analysis on balloon bursts in a calcified aortic annulus. The complaint information states that, per medical opinion, balloon burst was caused by calcification of the native annulus. Thus, the root cause can be attributed to patient factors (annular calcification). The complaint for delivery system - insertion difficulty through sheath was unable to be confirmed. However, visual inspection of the returned delivery system and dimensional analysis of the returned sheath did not identify a manufacturing non-conformance that could have contributed to the complaint event. A review of complaint history suggests that improper device preparation such as not removing enough solution before crimping or improper valve crimping leading to a larger profile can lead to resistance and difficulty advancing the delivery system through the sheath. As noted in the complaint description, some issues were experienced in crimping the valve, resulting in the operator crimping the valve twice. Other potential factors include improper wetting of devices and the loader not fully engaged with the sheath could also lead to the insertion difficulty experienced. A definite root cause could not be determined at this time. Since no manufacturing non-conformance were identified during the product evaluation and no labeling/IFU/training deficiencies were identified, no preventative or corrective actions are required. Furthermore, since no product non-conformances were identified and the failure modes did not exceed the complaint trending control limits, a product risk assessment (pra) escalation is not required. The complaint for balloon burst was confirmed, but no manufacturing non-conformities were found in the returned sample. Review of complaint history revealed similar confirmed complaints. Available information suggests that we can speculate that the root cause is related to the rationale outlined in the technical summary (annular calcification). Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time. Since no labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate does not exceed the june 2017 control limits for this trend category, no corrective or preventative action is required. The complaint for ¿delivery system - insertion difficulty through the sheath¿ was unable to be confirmed as no abnormalities were observed on the returned device and no procedural imagery was provided. No manufacturing non-conformities were found in the returned sample. Since no labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate does not exceed the june 2017 control limits for this trend category, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), at the implant of a 23 mm sapien 3 valve, during deployment, the delivery system balloon burst. Balloon aortic valvuloplasty (bav) was performed. At the time of crimping, the valve on the balloon, there were some difficulties and the valve was crimped twice. The insertion through the sheath was difficult and during deployment, certitude balloon burst. The delivery system was easily removed with no consequence for the patient and a 20cc balloon was used to post dilate the valve. As per medical opinion, the balloon burst due to calcium in the annulus.